Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise resulting in oversensing on the right ventricular lead. In addition, high pacing impedance was observed and lead damage was suspected. The lead was explanted and replaced to resolve the event. During the procedure, lead damage was not confirmed visually. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. The reported events of lead damage, noise resulting in oversensing, high pacing lead impedance and inappropriate shocks were not confirmed.